Manufacturer narrative:
B5: the patient was connected during this event and was connected to a primary line with levoped. No additional information is available. H11: the device was received for evaluation. During evaluation, the reported problem of "it shows occlusion all the time" was not reproduced. A review of the event history log (ehl) revealed multiple "upstream occlusion!" Messages as evidence of the customer reported issue of "it shows occlusion all the time" on the reported event date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor was out of specification and failed calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of occlusion during delivery in the surgery area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.